Event description:
It was reported that implant fractured, loss integration. Many years after loading mobility was found and fixture was fractured as well, fixture was removed. Tooth site # 36.symptoms as a result of the event: none.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.